Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test inches. A water filled reservoir was used during the test. No air bubbles anomaly noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 565 mg/dl at time of incident. Patient's current blood glucose is 189 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer mother declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.